Event description:
It was reported that the probe broke during a surgical procedure. There were no adverse consequences, no medical intervention and no delay reported.

Manufacturer narrative:
The device will not be returned to the manufacturer for evaluation. The reason for the serialization starting with 90xxx is to provide clarification following a change in stryker's electronic complaint systems.